Event description:
During t2 humeral nail surgery, an abnormal noise was heard when the surgeon was inserting the nail. The most proximal of nail was broken when the surgeon checked the x-ray image. Therefore, the surgeon removed fragments and he changed the broken nail to another size nail, the surgery was completed.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as faultless prior to distribution. Appearance of damage found indicates that the nail holding screw, which had not been inserted to the sufficient length, had been tightened by force while the nail was fixed in wrong position (180° turned to intended position) on the target device. This caused the evident material displacement and breakage at the reception of the nail. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to non-intended use (deviation from surgical technique).

Event description:
During t2 humeral nail surgery, a abnormal noise was heard when the surgeon was inserting the nail. The most proximal of nail was broken when the surgeon checked the x-ray image. Therefore, the surgeon removed fragments and he changed the broken nail to another size nail, the surgery was completed.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as faultless prior to distribution. Appearance of damage found indicates that the nail holding screw, which had not been inserted to the sufficient length, had been tightened by force while the nail was fixed in wrong position this caused the evident material displacement and breakage at the reception of the nail. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to non-intended use (deviation from surgical technique). This device is not distributed in the us, but a similar device is.